Event description:
The lead was implanted on (B)(6) 2007 and explanted on (B)(6) 2012. Atrial lead dislodged and had to be extracted using laser. The procedure took place at (B)(6) medical center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).